Event description:
The pt underwent spinal surgery in 2002. Postoperative x-rays looked good. In september, the pt returned for a standard follow-up visit with x-rays. It was discovered during this visit that the plate was visibly off the screws. The screws were still in place and the plate had pulled off the screws at the caudal and central sites. Revision surgery was performed in 2002 to replace the implants. The sales representative notified spinal concepts about case in october 2002.